Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mg7083, and no nonconformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent cesarean section surgery on an unknown date and suture was used. During the procedure, the needle was broken. Changed to another device to complete surgery. There were no adverse patient consequences reported.